Event description:
Reported issue: during case with patient intubated they noticed that there was a leak in the cuff and they needed to change it out for another tube. There was no reported injury and the patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports "part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 480 samples were taken from the current production; the samples were visually inspected and issue reported "leak - device leak - cuff" was not observed in the current manufacturing process." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: during case with patient intubated they noticed that there was a leak in the cuff and they needed to change it out for another tube. There was no reported injury and the patient's condition was reported as fine.